Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in incident, it was determined that the device medication orders were not pushed to cabinet. A technical support specialist collaborated with the customer to address an issue where the give strength field in pioneer couldn't be mapped, implemented a workaround by hardcoding a value of 1, which allowed orders to process correctly and pass testing with multiple patients. However, several critical issues were identified, start and stop dates were not recognized by medbank, quantity limits were ineffective, discontinued items in pioneer were not reflected in medbank, and technicians were being sent to medbank even when on hold or unverified. These problems suggest that the original logic for managing orders had not functioned properly since the rollout. In a follow-up meeting, the technical support specialist team successfully resolved the start and stop date issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower medication orders are not coming to the cab. There were no adverse events or injuries reported based on this incident.